Manufacturer narrative:
Model # was not provided. In some countries outside the u.s, customer info is not provided due to privacy laws.

Event description:
A nurse from portugal returned a contour next usb meter to a bayer sales rep because the pt had run some blood tests on the meter that were not retained in the memory. There was no allegation of an adverse event. The meter was replaced.